Manufacturer narrative:
The event occurred in (B)(6). No strips were returned.

Event description:
Reporter stated that during investigation it was discovered that the customer received the following results on the compact plus system within 1 minute: 20 mg/dl and 104 mg/dl. Both of these results were displayed in the meter memory with a temperature icon. No actions taken based on device results. No adverse event reported.